Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 410mg/dl. The customer treated with manual bolus. The customer states the buttons have been unresponsive. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis. The customer states having found upgraded up, and will begin to program it. The customer will not be returning out of warranty pump at this time.